Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event and continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that while at doctor's appointment, they checked her bg level and the bg meter read 52 mg/dl. Patient's cgm read 109 mg/dl. The doctor gave the patient orange juice and the patient was fine. Additionally, it was reported that the patient did not calibrate the cgm device correctly. At the time of contact, the patient did not report any injury or further medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient did not calibrate promptly and accurately. Additionally, the patient did not calibrate after experiencing inaccuracy. The dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. A conclusive root cause cannot be determined for the reported inaccuracies.